Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was not sensing properly. During a clinic follow up visit it was noted that the patient had a history of atrial oversensing, and on (B)(6) 2017 programming changes were made. It was also noted that decline biv pacing was observed due to the atrial sensing. There are no plans in place to do anything at this time. The lead remains implanted. The patient condition is stable.